Event description:
It was reported that the user was having with these pumps were while in use during labor. They attached to the epidural to pump, the pump would act as if delivering medication and do the count down and the bag would still be full at the end of the delivery of medication. No alarms were noted. There were no reports of patient harm

Manufacturer narrative:
E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. A product sample was returned and evaluated. Visual and functional testing were performed. The sample was intact, and the physical condition found a bubbled downstream occlusion sensor seal. There was no information in the event history log (ehl). The reported event regarding medication delivery issue and was confirmed during evaluation. The device's delivery accuracy was running at three different tests, at least two of the tests were found to be over the manufacturing specifications. Therefore, the technician recommended that the expulsor be trimmed to bring the delivery into more nominal of a range. The root cause of the reported event was unable to be confirmed.